Event description:
It was reported that the programmer took an "unacceptably" long time to boot up. The programmer was returned for service. It was indicated that there was no patient impact as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had an excessive boot time. The hard drive was reconfigured and the software reloaded. Analysis also found that the radio frequency head connector of the link electronic module (lem) board was loose, therefore the lem board was replaced and calibrated. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).